Event description:
It was reported that there was a malfunction of the battery. The customer reported the battery was already discharged. The customer did not provide device information. There was no patient involvement. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.